Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose on unknown date. Customer¿s blood glucose was 518 mg/dl in the hospital. Customer was treated with insulin syringe. The insulin pump will not be returned for analysis.